Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced and a loose connection on the d.a. Vortex was repaired. The system was then found to be operating as intended.